Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx. 1 month ago. The aneurysm was large and the iliac arteries were diseased and severely tortuous. It was reported that the delivery system required being torqued and pushed in order to advance and positon it at the intended location. After the stent graft was deployed the contralateral stump leg was twisted and flipped over anteriorly and it appeared to cross over the ipsilateral limb. The contralateral lateral gate was successfully cannulated with a wire; however, there were 2 kinks on the stent graft that required an aneurx iliac limb stent graft to be implanted to line it out. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Required secondary intervention) - evaluation codes, results - diseased and severely tortuous iliac arteries. Conclusion - diseased and severly tortuous iliac arteries.